Manufacturer narrative:
(B)(6). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr ran the vent for one hour and touch screen worked correctly without any freezing. No errors were generated while testing vent. The fsr performed testing, repair, and reported the device meets service specifications.

Event description:
The customer reported while using the vela ventilator; the screen is freezing and will not respond to input. The customer reported there is no patient involvement associated with the event.